Event description:
This lead was capped and replaced due to impedance readings less than 150 ohms. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.